Manufacturer narrative:
The investigation confirmed that multiple, reproducible, unexpected negative vitros anti-hbc results were obtained from a single patient sample while using the vitros 3600 system. The investigation could not determine a definitive root cause. An unknown sample interferent cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, reproducible, unexpected negative, vitros (B)(6) results for a single patient sample while using the vitros 3600 system. The following results were obtained: patient (vitros) result = (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported from the laboratory. There was no report of harm to patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).